Manufacturer narrative:
(B)(6). Device of manufacture date: 12/2019. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user was provided ten (10) sample gentlecath glide catheters as a trial. He stopped using the gentlecath glide after trying eight (8) catheters because, of extreme discomfort. The end user reports the catheter felt very dry and was painful when pulling out the catheter. The end user informed that the sachet was full and easy to bend for him and that he tried to use the catheter right after bending as the instructions recommend but, he also tried to wait some minutes to see if it was better. He felt the same dryness. The end user reported a burning feeling inside the penis that lasted for a couple of hours after using the gentlecath glide and indicated redness and irritation at the tip of the penis. The patient was diagnosed with a urinary tract infection two to three days after using the gentlecath glide and placed on antibiotics for five days, name of antibiotic unknown. It was further reported that the patient is no longer using the product and went back to using the product that he previously used. It was noted that the patient is alright now.

Manufacturer narrative:
The incorrect manufacturing site was noted on initial submission MDR 1000317571-2018-00112. For the following supplemental report the correct manufacturing site has been documented and here is the new manufacturing report number for this case MDR 3005778470-2019-00007. Batch record review was conducted resulting in the following: the catheters were assembled under subassembly lots #8f01219 on machine a097. Lot # 8f01219 was produced in june 2018 and then packed in peel packs (pouch) under lot 8f03359 on june 28, 2018 on packaging machine p009. The production process was run according to the process instructions. The product was packed according to the instruction for packing. Lot # 8f03359 was sterilized. During assembling process was used tubes produced under lots 8f00808 and 8f01384. The tubes were produced from pellets hydrophilic, (B)(4). The pellets were accompanied with certificate of analysis. The certificate was checked by our incoming inspection and all material characteristics were within specification and based on that the pallets were released to production. Review of the device history records showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No samples was received to the complaint. A query was run on january 21, 2019, for this malfunction, which yielded one (1) occurrence since october 28, 2014. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.